Event description:
The lay user/patient's friend contacted lifescan on january 17, 2007, and alleged that the patient was having a display issue with her meter (unknown which meter the patient is using). The reporter did not have the meter or the supplies with her at the time of the call and therefore, there is no serial number provided. The patient and the reporter's information (phone number and address) were also not provided and therefore, they could not be contacted for further information. The friend reported that the patient was taken to the hospital because the screen (display) was "dark" and the patient could not see the readings. The patient was feeling nauseous, dizzy, and had a headache at the time of concern. The friend also reported that when the patient got to the hospital, her blood glucose reading was 388 mg/dl and she was given "something to lower her sugar". The patient had attempted to test on the meter before experiencing the symptoms, but could not read the result. She took oral medication for diabetes following the attempted use of the meter. However, the reporter was unable/unwilling to answer if she had tested on the meter during experiencing the symptoms. It would have been helpful to know; if there had been meter trauma, how long the patient was experiencing the display issue, and her diabetes medication regimen. Although there is insufficient information provided regarding events leading to the symptoms, this complaint is reported because the patient experienced symptoms suggestive of hyperglycemia at the time she was having the display issue and her blood glucose reading at the emergency room was also high.